Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that when the patient got home from the hospital they passed out and hit their head. Patient went to the ER and the ER doctor thought it may have been from their blood sugar levels. No troubleshooting was done on the call. It was reported that the issue had been resolved. No further complications were reported or anticipated.